Event description:
Laser was utilized to treat port wine stain on right cheek. An oral anesthesia mask, was also being utilized. After providing treatment to the right cheek area, the next area of treatment was to be near the right side of the nose. The oral anesthesia mask was repositioned and the patient received a second degree burn 1/8" x 1/4" long alongside the left side of the face.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.